Event description:
Event description boston scientific received information that at the 2 week post implant check- up visit, the ventricular pacing threshold measurement was 4.0 volts @ 0.5 msec. Pulse width. When doing a pulse width threhsold measurement check there was intermittent capture at 3.0v @ 1.0 msec. Pulse width. The threshold measurements in the unipolar configuration remained at 4v. It was reported that the patient did not use his sling very much after the procedure, and the rv lead probably had a micro dislodgment. At the implant procedure the rv threshold measurement was 1.0 volts.